Manufacturer narrative:
Product analysis: analysis was able to confirm the output connector assembly and hanger assembly were broken. Analysis also noted that the back light on/off was intermittent, the upper case was broken, the upper case boss is stripped, the encoder assembly was contaminated, on knob was contaminated, and the battery drawer was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged output connection ports and the hanger was broken off. The status of the epg is unknown. There was no patient involvement.